Event description:
It was reported that pump experienced malfunction alarm code 16-0x20e6, and no additional event details or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer decided not to return pump, and no additional actions or technical support interventions were documented, so no further information was received regarding the outcome of the event.